Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-01378 for the other associated device information. It was reported to boston scientific corporation on april 18, 2018 that two flexiva ID 200 laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke outside of the patient while it was resting over the patient's leg. A second flexiva ID 200 laser fiber was opened and it broke when it was pulled out from the package. The procedure was completed with a third flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva ID 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 50 cm from the top of the connector to the break. The second piece measured approximately 268 cm from the break and includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-01378 for the other associated device information. It was reported to boston scientific corporation on april 18, 2018 that two flexiva ID 200 laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke outside of the patient while it was resting over the patient's leg. A second flexiva ID 200 laser fiber was opened and it broke when it was pulled out from the package. The procedure was completed with a third flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.